Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed selftest error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump has been giving this error and now it's not connecting to any of devices. They can't even upload pump. Alarm did not occur during the rewind or prime sequence. The pump failed selftest. Error table indicates the pump should be replaced. The customer will call back to complete troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant rf pic failed self test alarm and unable to communicate to bg meter, problem isolated to rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system alarm test, excessive no delivery test and displacement test or verify communicate to care link pro due to rf pic failed self test alarm. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.